Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, post implant of marlex mesh (bard flat mesh), patient had adhesions, hernia recurrence, mesh migration thereby underwent repair with removal of mesh. Per op notes "to the left of midline, mesh appears to have been separated in the viscera." The instructions-for-use supplied with the device identify hernia recurrence, adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents bard flat mesh (device #1). An additional supplemental emdr submitted to represent composix mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by the attorney: on (B)(6) 2002 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the explant of marlex mesh (device #1) and implant of composix mesh (device #2). Per operative notes, ¿the hernia sac appears to be more on the right of midline below the umbilicus. Patient with previous marlex (bard flat mesh ¿ device #1) apparently placed subfascially along the course of the previous midline incision. To the left of the midline, it appears to have been separated in the viscera, able to protrude anterior to the mesh in the midline and extend it over to the right side of the lower abdomen. A portion of the marlex mesh was removed. The mid transverse colon is attached to the marlex mesh at the superior aspect of the previous lower midline repair. A good portion of the previously placed mesh is removed (device #1), however, on the right side particularly where it is adherent to the fascia is left in place. A composix mesh (device #2) was placed with the marlex side toward the fascia and gore-tex toward the viscera. The omentum is attempted to be placed between the mesh and the viscera. The entire fascial opening is reinforced with this mesh and the long axis of the mesh placed vertically.¿ on (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent additional surgery to repair the composix mesh (device #2). Per operative notes, ¿a dome of mesh which appears to be intact, but the mesh is loose and emanating out of the subcutaneous tissue causing recurrent hernia within the mesh itself. Opened the mesh in the midline, using mesh anterior to the underlying viscera and these were taken down. The mesh freed up bilaterally in the upper portion (device #2). Taking down the adhesions between the viscera and the mesh, the small bowel is intimately associated with the edge of the mesh throughout the entire lower 1/3 of the mesh. Carefully dissected the bowel off the mesh and in two locations actually took the mesh onto the bowel, as the bowel appears to be growing into the edges of the mesh where the prolene is exposed. There were multiple serosal injuries, there is no full thickness injury, there are also 2 layers where the mesh is still attached to the intestine. Bowel was resected and the defect was closed. Elected to trim the mesh bilaterally and reapproximate the mesh to itself in order to repair the defect. The mesh was trimmed bilaterally, removing approximately 3-4 cm on each side and closed the mesh (device #2) with a suture.¿ attorney alleges that the patient had adhesions, bowel perforation, bowel removal, mesh migration, mesh shrinkage, other organ perforation, pain, hernia recurrence and emotional injuries.